Event description:
In 2003 the pt underwent surgery and was prescribed morphine via pca therapy for post-operative pain. No specific programming parameters were provided. Allegedly, the pt "received an overdose of morphine." Allegedly, the pt was found "in resporatory arrest with foamy secretions in pt's mouth." Allegedly, narcan was administered with "fair results," the pt was intubated and placed on a ventilator. The pt allegedly became hypotensive, a dopamine drip was initiated and the pt was transferred to the intensive care unit.

Event description:
Subsequent to the initial medwatch submission, documents received allege the pump was programmed with a 30mg 4hr limit. No add'l programming parameters were provided. The customer contact stated the morphine order "was inappropriate" and that the "order was followed." The pt's family member was reported to have been "helping her with the pca pump" by pushing the pt pendant button. The pt's family member was "only caught once," and was instructed not to do it again. It was unspecified whether she pressed the pt pendant button more than that one time. After approx 3.5 hrs on the pump, the pt allegedly went into respiratory arrest, was put on a ventilator, and transferred to the ICU. It was noted that there was 27.5mg remaining in the vial, which was consistent with the pt's prescription. After 48 hrs in the ICU, the pt was transferred to a "general floor". The customer contact reported there was no evidence of permanent injury to the pt. During investigation of the incident by the user facility, the chart, pca flow sheet and pharmacy wasting sheets were reviewed. It was concluded that the pump functioned as it should have and was returned to clinical svc. The customer contact suspect the pt had a "sensitivity to morphine" because there was no other indication of what caused the respiratory arrest.